Event description:
During the laparoscopic bilateral nephrectomy, they received an error code 5. They replaced the instrument and the device worked for a short time and then they received another error code 5. They then replaced the handpiece and the generator and the problem persisted. They replaced the instrument and the instrument worked for a short time and then gave an error code 5. They were able to complete the case with a 2nd device. No pt consequence was reported.